Event description:
Procedure type: urological. According to the reporter: the patient underwent an anterior and posterior repair procedures for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Event description:
Per additional information received,complains of abdominal pain which was relieved by zosyn and dilaudid - had perineal pain, vaginal discharge with odor, urinary incontinence, bleeding, mesh extrusion under urethra, urinary leakage, difficulty emptying bladder, pelvic pain, dyspareunia, painful defecation - scheduled for excision and repair of anterior mesh erosion, removal of detached and folded area of mesh in the posterior vaginal wall and cystoscopy. Underwent anterior mesh revision, posterior mesh revision and removal and cystoscopy (operative report is unavailable, indirect information taken from visit dated (B)(6) 2011). Yes. Following mesh revision surgery, patient developed complications such as vaginal pain, painful intercourse, urinary leakage, vaginal mesh erosion, mesh retraction, pelvic pain, stress incontinence, urinary tract infection, constipation during the interim period (B)(6) 2008-(B)(6) 2011 and underwent the following additional surgeries. Underwent excision of anterior graft arms (operative report is unavailable, indirect information taken from visit dated (B)(6) 2011). 3rd mesh revision surgery: (B)(6) 2011 ¿ underwent mesh excision and cystoscopy (operative report is unavailable, indirect information taken from visit dated (B)(6) 2011). Following the third mesh revision surgery, patient complained of soreness, pelvic pain and vaginal pressure - vaginal culture was positive for candida albicans and so was prescribed with doxycycline and metronidazole.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4)